Manufacturer narrative:
The reported issue was confirmed cause unknown. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800261 rev. 0 (operator's manual), and baw2800549 rev. 0 (service manual) and are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per baw2800261 rev. 0. Preventative maintenance: use of the arctic sun® temperature management system in excess of 2,000 hours, without conducting preventative maintenance, may result in failure of certain system components and failure of the system to function as intended. To maintain system performance, the arctic sun® temperature management system requires periodic service of key components. Chapter 7 ¿ maintenance and service: cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun® temperature management system service manual for additional information. Per baw2800549 rev. 0 8.20 replacing inlet/outlet manifold. 1. Remove bolts as in step 8.19.2. 2. Remove the clamps as in step 8.19.3. 3. Using phillips head screwdriver, disconnect pressure transducer from the manifold. 4. Disconnect the entire manifold harness. 5. Remove the solenoids and valve stems using flat blade screwdriver. 6. Remove the thermistor. 7. When reinstalling, connect the valve stems first, then the solenoids, then the pressure transducer, then the thermistor. 8. When reinstalling the manifold harness, note that there are labels on the harness identifying the solenoids (fv, bv, vv). If the solenoids are not in the proper position as shown, the device will not work properly (fig. 8-62). A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device repeatedly getting calibration error 5 (inlet pressure out of range) during calibration. They stated they had already replaced the manifold, but this did not resolved the calibration issues. They would like to return the device for depot repair and get a loaner. Per follow up information received on 04nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per sample evaluation results received via task on 12nov2024, it was reported that the arctic sun device did not cool and primed to fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device repeatedly getting calibration error 5 (inlet pressure out of range) during calibration. They stated they had already replaced the manifold, but this did not resolved the calibration issues. They would like to return the device for depot repair and get a loaner.